Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the keypad was damaged. The reporter stated that the down, up and ok buttons were under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2016 with the following findings: investigation revealed a missing keypad with unresponsive buttons. Contamination was found under the ok, up and down contacts. Button contacts were inverted and bent. The keypad flex connector was damaged and disconnected. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.